Event description:
Hcp reported to manufacturer's representative that a mylogram study found a granuloma formation at t-2 location of catheter. Pt had increasing weakness in both arms and legs and increasing spasms. Morphine is drug used in pt's pump.